Manufacturer narrative:
Cerner has distributed a priority review flash notification june 6, 2008 to all potentially impacted client sites. The software notification includes a description of the issue and an interim workflow adjustment to prevent the malfunction. A software modification has been developed to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue resolved and no further narrative is required for follow-up.

Event description:
The issue involves the powerchart and inet intake and output second generation (I&o2g) flowsheet functionality and affects sites that use intake and output second generation (I&o2g). When the user sets the focus to I&o2g from powerchart and documents IV results defined within a specific date range with hourly intervals, incomplete intake and output results and totals may be displayed for the intake and output second generation (I&o2g). There is no indication that some results or totals are not displayed. Cerner has not received communication on any adverse pt events as a result of this issue.